Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products - unknown nexgen rhk femoral, part# unk lot# unk; unknown nexgen rhk femoral stem, part# unk lot# unk; unknown nexgen rhk tibial tray component, part# unk lot# unk; unknown nexgen rhk hinge assembly, part# unk lot# unk. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products - unknown nexgen femur and unknown nexgen tibial tray. (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had a bearing and hinge mechanism revision due to infection.